Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead. During lead revision surgery, lead damage was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of lead damage and low defibrillation impedance were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion caused by friction to the device can breaching the right ventricle conductor cables¿ lumen with abrasions noted to both of the cables ethylene tetrafluoroethylene (etfe) cable coating located at the proximal region of the lead. The cause of the reported events was isolated to the external insulation abrasion and the exposure of the right ventricle conductor cables in the abrasion zone due to friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.